Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, cracked case at display window corner, minor scratched lcd window and protruded and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has cracks near the reservoir window. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.